Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted procedure, the fenestrated bipolar forceps was stuck in surgery. The plastic string is sticking out at the tip - the black rubber string not the metal one. Customer could not confirm the issue was discovered during procedure. Customer said these instruments have been sitting around for a while with no information listed. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and the reported failure was confirmed. The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. Additionally, the instrument was found to have a dislodged conductor wire at the proximal end. The instrument failed the electrical continuity. The instrument was found to have the cable crimp for wrist control cable grip hub dislodged. As a result, the cables appear to be broken but it is not. The cable crimp is captured inside the welded grip. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire was sticking out such that the wire protrudes above the outer surface of t main tube. The wire insulation was not damaged, and the instrument failed an electrical continuity test as the wire was dislodged in the proximal end too. Components adjacent to the dislodged wire did not show damage.

Event description:
Refer to h10/h11 for follow-up information.